Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 22:10:06. During night drain cycle six, the patient's ultrafiltration reading was 1004ml, indicating the home patient (hp) drained 929ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. It was determined that the cause of the iipv event was due to a use error, further specified as the tidal total ultrafiltration volume removal was set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.